Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, pacer stress testing, bench handling, and defib cycling with the customer's returned multifunction cable and 3-lead ECG cables without duplicating the report. The pads used during the event were not returned. An internal inspection of the device found no discrepancies. A review of the device log found no evidence to suggest a device a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-04273 for a similar report from the same customer.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.